Event description:
In 2004, the pt was seen for initial stimulation. No link was obtained between the sound processor and the internal device. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. The next day, the pt was seen by a co rep for device eval. Test equipment was exchanged and the device was tested. Testing conducted confirmed that the device was not functional.

Manufacturer narrative:
At the time of the implant surgery, intraoperative testing did not reveal any device problems.